Manufacturer narrative:
H10: h2, h3, h6. The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed tip/fiber damage, cracked negative lens, scratches, and residue. The complaint was confirmed. Factors that could have contributed to the reported event an impact event inconsistent with normal use.

Event description:
It was reported that the distal lens in the scope was broken. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.